Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4.0mm x 15mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 4 atm for 10 seconds and a vertical rupture was noted at the middle part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.